Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen and an unknown drug dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. On (B)(6) 2019 a catheter revision was reported. The patient was experiencing a csf (cerebral spinal fluid) leak that was surgically resolved by replacing the spinal segment of the catheter. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.